Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278293, expiration date 07/31/2015). (B)(4).

Event description:
Customer received a result of 7.5 mmol/l on the mobile system and a result of 3.6 mmol/l on the aviva nano system within 10 minutes. The customer had a glucotab and took a shower. No adverse event reported. Requested return of suspect device.